Event description:
The iab was inserted into the patient on 09/16/97 at 9:15 p.m. On 9/19/97 at 8:15 a.m., the iab leaked and the iab was removed. A second iab was inserted into the patient. On 10/1/97, datascope was notified that the iab was discarded and would not be returned for evaluation. (Event complications: none from the event - reported 9/29/97.) (Pt's current status: unk - rpt'd 9/29/97.)